Manufacturer narrative:
A loose component was returned with the subject device. Co's investigation determined that thiscomponent did not disengage from the returned unit.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon was able to retrieve the component without any pt injury.